Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer touch pen would not calibrate to the display screen. It was also indicated that the lower hinge plate was cracked. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer touch pen would not calibrate to the display screen. A new touch pen and the reboot disk did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.